Event description:
The customer stated that while running axsym digoxin iii assay, an error code# 1118 (invalid test result, intercept too low) generated on a pt sample. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.